Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 09/15/2015 device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: on investigation, alleged power issue was verified in the black box and duplicated during the evaluation. Review of black box data found power-on-reset events on the complaint date. Battery compartment crack was found running from the top to the case seal and the compartment threads were damaged. Moisture contamination was found inside the battery compartment and on the underside of the battery cap. Battery compartment leak was demonstrated during a leak test. The returned battery cap was unable to tighten properly but was able to maintain contact to allow the pump to power up to the verify screen. The auditory and vibratory features were operational. No tactile issues were found with the buttons. The rewind/load/prime sequence was completed without incidences. During the 24-hour basal exercise, there was intermittent power issue and the test was not completed. The pump casing was opened and additional evidence of moisture intrusion was found inside the pump.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (intermittent power) issue. Reportedly, there were no damages to the battery compartment or cap and no evidence of moisture or corrosion was noted in the pump. The reporter stated that the cap was able to tighten properly. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.